Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1006145. Medical device expiration date: 2025-12-31. Device manufacture date: 2021-01-06. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (12) used 32gx4mm bd pen needles without tear drop labels or covers attached. Consumer reported no insulin flow during priming. All 12 returned pen needles were examined, and it was observed that 1 exhibited a bent non-patient end (npe) cannula (see attached photo). The remaining samples exhibited a straight npe cannula, and were tested for flow using a test pen injector: all 11 were able to expel properly. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged. Since all 12 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this issue is user related. The npe cannula was bent after the user handled the pen needle. Rationale: based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was unable to prime and unable to deliver insulin on 16 occasions. The following information was provided by the initial reporter: it was reported that there was no insulin flow during priming and injection. Consumer reported no insulin flow during priming. Consumer also reported no insulin flow during injection in pen needles that primed normally. Consumer stated 6 pen needles have been affected from current box. Consumer stated they experienced problem in previous box, 10 pen needles affected total - no product information or samples available.